Manufacturer narrative:
D2b: pro code (product code): dxe, kra; reported here as the pro code exceeded the character limit for the designated field. Detailed information was not provided to bsc for the return status, a good-faith effort was made to acquire the necessary information and no information yet for when the device was returned.

Event description:
It was reported that the catheter tip detached requiring additional intervention. An angiojet solent omni was selected for a thrombectomy procedure to treat a clotted fistula. The vessel was mildly calcified and mildly tortuous. During the procedure, the device functioned as intended with no issues reported during use. During an attempt to withdraw the catheter through the sheath over the guidewire, resistance was felt and the device could not be retracted. The sheath and catheter were removed together, at which time the catheter tip was found to have detached. X-ray confirmed that the detached catheter tip remained within the patient. A sheath was reinserted, and a 8x50 non-boston scientific covered stent was deployed to secure the detached catheter tip against the vessel wall. No patient complications were reported as a result of this event and the patient fully recovered.